Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unexpected restart alarm. Blood glucose value was 140/mg/dl at the time of the incident. No troubleshooting was performed. The customer was advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device alarmed motor error during rewind due to corroded motor home switch. We were unable to perform displacement test, operating currents, self test, off no power, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test due to constant motor error alarm. We were unable to verify unexpected restart alarm due to constant motor error alarm during rewind. The device was received with minor scratched display window.